Manufacturer narrative:
The actual device and a photograph were received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was broken and leaked after the blue luer connector with a white clamp was removed. This issue was noticed during set up and priming. The home patient did not initially specify if they were able to close the clamp. Product surveillance reached out the hp to clarify regarding the fluid flows (about 3 to 4 drops), out of the tubing with the blue clamp. The hp stated that the clamps were not properly closed while priming and the clamps were open. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.